Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the enter key on the keyboard was not operating as expected. The user reported the enter key caused the cursor to navigate away from the desired location. Since the event occurred after the procedure, there was no pt involvement during this event.